Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the left ventricular (lv) lead. While trying to place the lv lead, it could not be sent over the guidewire. While loading the lv lead, the guidewire could not cross the ring electrode. After several attempts, there appeared to be some blockage which the guidewire could not go through. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/ overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that no guidewire was returned. Used fresh guidewire to attempt test, wire stops at 85.5cm (due to distort/stretched conductor, damaged at implant attempt). Photo taken. No further guidewire testing possible. If information is provided in the future, a supplemental report will be issued.